Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device in 2015. According to the report, since (B)(6) 2017, the patient has had hypersomnia symptoms and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.